Event description:
An article authored by (B)(6) md states that two patients with elevated b12 results on the dimension vista system subsequently received bone marrow procedures to confirm what appeared to be b12 deficiency by other clinical laboratory tests and patient symptoms. Published in (B)(6), (B)(6) 2012 the initial vitamin b12 results were reported to the physicians. Bone marrow aspirations were performed after the patients later presented with neurological symptoms. The authors subsequently shared in discussions with siemens healthcare diagnostics that the patients had been treated and were recovering from the neuropathy.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated vitamin b12 results is interference from intrinsic factor antibody in the patient samples. The IFU for the dimension vista vitamin b12 flex reagent cartridge contains the following precaution. "Intrinsic factor blocking antibodies are present in approximately half of pernicious anemia patients. There is a low frequency possibility that high titers of these antibodies may not be completely inactivated during the reaction pretreatment step. If test results are in conflict with the clinical diagnosis, the sample can be tested for intrinsic factor blocking antibodies." The instrument is performing within specifications. No further evaluation of the device is required.